Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. The insulin pump had a cracked display window corner. No crack on the battery tube or reservoir tube noted.

Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis, after her husband found her cold and unconscious on the kitchen floor. Prior to the event, the customer was going to change out her infusion set, but she forgot how to do it. They had just eaten ice cream, but she was not treated because she had removed the insulin pump. The customer stated that she suffers from dementia as well. The hospital staff thought that the customer was trying to kill herself, and had her speak with five different psychiatrists. The customer later called to report that she was involved in a car accident four to six weeks ago, and the insulin pump got damaged. The customer stated that there is a crack on the top of the battery compartment, as well as on the reservoir compartment. Advised the customer that the insulin pump would be replaced. Nothing further was reported.